Event description:
It was reported that the right atrial lead dislodged. The atrial lead was explanted and replaced. The patient was stable.

Event description:
New information received notes the dislodgement was discovered during a device check in clinic, the patient was asymptomatic. There were no sensed p waved observed on the right atrial lead. As previously reported the atrial lead was explanted and replaced and the patient was stable.